Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) with the physician office and a search for an obituary and funeral home for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID (B)(4) implanted: 2012 (B)(6); product ID 407652 implanted: 2012 (b)64). (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately four months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
Analysis information - (B)(4). Product ID# (B)(4). A proximal portion was received measuring 8 cm, analysis was performed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.